Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of the right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken crease sharp and wear abrasion. Based on the device analysis the final assessment is: a crease sharp edge broken in the side anterior assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Explanting physician reported rupture and capsular contracture, baker grade I of the right device. The device has been explanted.

Event description:
Healthcare professional reported rupture of the right device. The device has been explanted.